Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) of the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.